Event description:
This complaint is now reportable based on the analysis completed on 01/28/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage. The lesion was located in the cx (circumflex). There was a previously placed stent in the distal cx and following balloon angioplasty, this 2.75x12mm taxus express2 drug eluting stent was used to attempt to cross the lesion. However, it could not cross and balloon angioplasty was done again and the 2.75x12mm taxus express2 still could not cross the lesion. There were no pt complications and the pt's condition following the procedure was reported as good.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. The device was returned analysis and initial visual examination of the returned device found distal stent damage. Some of the struts were slightly flared outwardly. The area where the damage was found was measured at 1.22mm. The area where there was no damage to the stent was measured at 1.12mm. Distal stent damage is consistent with the device meeting some form of restriction on the insertion of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The complaint report states that there was a previously placed stent at the distal of the lcx artery. This could have been a potential contributing factor to the complaint incident. A review of the device history record (DHR) for this batch found that the device met its material, assembly and product specs at the time of release to distribution. The most probable root cause of this defect will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.